Event description:
It was reported, the patient experienced a loss of efficacy following a fall on their right buttocks. Programs were changed from 1 to 2 and stimulation was increased to 3.4v on 2011 (B)(6). The same day, the device was switched to program 1 and stimulation was increased to 3.0v. The event resolved without sequelae on 2011 (B)(6). It was further indicated, the patient fell and ¿no longer felt stimulation and symptom relief.¿ the resolved without sequelae date was also reported as 2011 (B)(6). It was unclear which resolved date was accurate. The event was later clarified to be regarding undesirable stimulation. The loss of efficacy was reported ¿from programmer.¿ it was unclear what this meant. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot# v571447, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).